Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that patient implanted with this pacemaker presented to the emergency room with heart rate in the 20's. The patient has completed heart block. There was no capture at programmed settings. The system was removed and a new system implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.